Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels in the high 200s (mg/dl) over the past 3 months. Reportedly, contact noticed that the customer's bg levels would elevated on the 3rd day of using pump supplies. Customer would administered a correction bolus and program a temporary increased basal insulin rate to treat the bg levels. Reportedly, the customer uses humalog insulin in the pump cartridges for 3 days. Customer was reminded that humalog is indicated for use up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.